Manufacturer narrative:
The promus premier ous mr 24 x 3.00mm was returned for analysis. Visual, tactile, and microscopic examination of the stent identified stent struts distally pulled and bunched in the mid-section of the stent with struts flared at the distal end. Visual and tactile examination of hypotube profile revealed multiple kinks were identified along the hypotube shaft with a break 26cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Microscopic analysis of the balloon cones revealed no issues. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was set between the proximal and distal markerbands. The bumper tip showed no signs of distal tip damage. The crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The device was inflated to rated burst pressure of 16 atmospheres, held pressure and deflated. Due to the stent damage an unsuccessful attempt was made to load with a 5f guide catheter.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The patient was presented with st-elevation myocardial infarction (stemi). The 75% stenosed target lesion was located in the moderately tortuous and non-calcified right coronary artery. A non-boston scientific (non-bsc) guidewire was placed. Following pre-dilation with a 2.00 x 15mm non-bsc balloon, a 3.00 x 24 promus premier drug-eluting stent was advanced with difficulty, requiring addition support from a second non-bsc guidewire. The stent was positioned in the lesion but when the delivery system balloon was inflated, the balloon ruptured. The stent remained mounted on the balloon, but the device was not able to be removed through the guide catheter, so the entire system was removed together. Upon removal, stent strut damage was noted. The procedure was completed with different devices resulting in timi 3 flow. There were no patient complications, and the patient was discharged in stable condition.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The patient was presented with st-elevation myocardial infarction (stemi). The 75% stenosed target lesion was located in the moderately tortuous and non-calcified right coronary artery. A non-boston scientific (non-bsc) guidewire was placed. Following pre-dilation with a 2.00 x 15mm non-bsc balloon, a 3.00 x 24 promus premier drug-eluting stent was advanced with difficulty, requiring addition support from a second non-bsc guidewire. The stent was positioned in the lesion but when the delivery system balloon was inflated, the balloon ruptured. The stent remained mounted on the balloon, but the device was not able to be removed through the guide catheter, so the entire system was removed together. Upon removal, stent strut damage was noted. The procedure was completed with different devices resulting in timi 3 flow. There were no patient complications, and the patient was discharged in stable condition.